Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation revision with a mentor smooth round moderate profile, 300cc saline breast implant experienced right-sided deflation post procedure. The issue was discovered through physical examination. As a result, patient scheduled for replacement with mentor silicone implant on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on november 18, 2021 device evaluation completed on november 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.3 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 26, 2021 stated that patient underwent bilateral replacements as follow: l/ cat#: 3503751bc, sn#: (B)(6), r/ cat#: 3503751bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).